Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was firing intermittently and when the clips deployed they would drop out of the jaws unformed. It is unknown if clips fell into the patient and/or if they were retrieved. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes intermittently and then dropping out of jaws unformed. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No. The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.